Event description:
A lens exchange was performed due to decentration. The lens was reported to be decentered 1-2 mm inferiorly with the central ring encroaching on the pupil. The pt complained of decreased visual acuity (va) and va measured at 20/200. The lens was replaced with a different lens model. Additional information has been requested.